Event description:
Additional information was received that there is suspected lead damage.

Event description:
During a remote follow-up, post-paced t-wave oversensing (pptwos) and noise that led to oversensing was detected on the right ventricular (rv) lead. No intervention has been performed. The patient was stable and will continue to be monitored.